Event description:
It was reported that the 2.5 x 33 mm xience prime stent delivery system (sds) was used during an un-specified procedure. An unknown issue occurred with the sds. Since the case is old, there is no record of the issue. The account confirmed that there were no adverse patient effects. There was no clinically significant delay in the procedure reported. No additional information was provided. Returned device analysis revealed a hypotube separation. Both pieces of the sds were returned.

Manufacturer narrative:
(B)(4). Date of event estimated evaluation summary: the device was returned for evaluation. The analysis did reveal a separation, kinks, and bends on the hypotube. However, without any additional information available, a conclusive cause could not be determined. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the reported lot. Based on the information reviewed, there is no indication of a product deficiency.